Event description:
The facility reported an infusion pump with a failure code 403. It was not known if this occurred while infusing on a pt. No pt injury was associated with this report and no incident reports have been filed since the last baxter service event.